Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with his scs ipg and external devices. The patient stated a connection error message kept displaying on the patient controller (pc). Technical support was contacted but was unable to resolve the issue with troubleshooting. A sjm representative met with the patient and confirmed the patient's ipg was inoperable. Follow identified the patient's ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The CAPA investigation was initiated on (B)(6) 2016 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation has been completed and is being monitored by the manufacturer.